Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having respiratory tract irritation and asthma (new or worsening). The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box d: product brand name has been updated. In box h: remedial action init, recall (z) number, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information. The following correction has been updated in this report. The manufacturer received information regarding a recert - dream station auto CPAP device was returned to a third-party service center with information alleging respiratory tract irritation and asthma (new or worsening). During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles/foam particles were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. The device was scrapped. In box h: device problem code grid has been corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having respiratory tract irritation and asthma (new or worsening). No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.